Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that, the patient felt weak, tired and experienced high blood glucose level as she ate 1 cup of blueberries, 3 strawberries and 3 ounces of yogurt. Therefore, they tried to treat it with 100 units of insulin, but on (B)(6) 2024, between 01:00 pm - 08:30 pm, the patient was admitted to the hospital with blood glucose level of 400 mg/dl. Moreover, the patient changes the infusion set last on (B)(6) 2024. During hospitalization, the patient received insulin drip intravenously as corrective treatment. Further, the patient stayed for 7 hours 30 minutes in the hospital. No further information available.